Event description:
It was reported that the patient is currently in a psychiatric hospital receiving electroconvulsive therapy (a means of treatment for depression), and it was reported that she does not having a treating vns physician. The patent¿s previous physician no longer sees the patient. The patient was provided physicians to contact for follow-up, but there is no information to date that the patient has in fact contacted the physician or been evaluated. It is unclear if the patient has experienced an increase in depression and a relationship of the event to vns.

Manufacturer narrative:
.